Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the keypad cover was intact and all the keypad buttons responded appropriately to presses. The keypad cover was removed and there were no internal keypad defects found. There was a leak observed at the battery compartment crack and moisture was observed all throughout the pump. Unrelated to the original complaint, the display was dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.